Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause for the discordant hcg and ue3 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Three discordant low immulite 2000 hcg results and one ue3 result was obtained on three (3) patient samples. The laboratory repeated the samples and the repeat results were reported to the physician(s). There was no report of treatment given or withheld based on the discordant hcg and ue3 results.